Manufacturer narrative:
Fault number = hardware error alarm (63). Line number = 367. Filenumber = 37. Variable info = 03 00 00 00 00 00 00 00 00 3c. Insulin pump passed displacement test and self test. Pump error 63 alarm (variable info=3) confirmed in the pump history due to broken trace on u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump showed pump error. Customer reported that they cleared the error by resetting time and date and were also able to rewind the pump. Customer also reported that the pump error occurred during self test. No harm requiring medical intervention was reported. Insulin pump will be returned for analysis.